Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose of 2.2 mmol/l. Mode of treatment for low blood glucose was unknown. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer also reported that auto mode feature was not in use at the time of the low blood glucose event. Insulin pump will not be returned for analysis.